Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had displayed a network disconnected icon due to a faulty rj-45 connection, and the ethernet cord had been replaced and inserted into an incorrect port by information technology (it). A field service engineer (fse) corrected the connection, restored network connectivity, and verified the fix by logging into the desktop application, confirming the network connection and disappearance of the disconnect icon. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was shown as offline within remote smart service (rss) and was unreachable from the server, although the network port was online. The customer attempted troubleshooting by rebooting; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.